Manufacturer narrative:
UDI previously reported was incorrect.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 1000 mcg/ml compounded baclofen at a dose of 450 mcg/day, 2 mg/ml morphine at a dose of 0.9 mg/day, and 60 mg/ml gabapentin at a dose of 27 mg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that there was a need for a catheter revision due to increased symptoms of the patient. Prior to surgery a dye study had been attempted; however, the physician was unable to aspirate the catheter. The surgery was completed and the catheter was freed from the kink at the site of the anchor. A 0.5 cm section was removed and a new collet was applied. A dye study was done following the catheter revision and confirmed good catheter potency. The catheter was now flowing freely and the patient was receiving adequate therapy. It was unknown if there were any environmental, external, or patient factors. The issue was resolved and the patient status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.